Event description:
Additional information was received. The patient had regular stigmatism. Docking occurred without complications throughout out the procedure with full collaboration of the patient. Procedure marks were performed. When flap was lifted it appeared to have incomplete marks on the patient's cornea. Corneal transplant scissors were used on the flap to complete the sidecut. The flap was incomplete and it was finished with scissors to complete the side cut. Surgery was completed with no injury to patient. Clinical applications specialist has scheduled visits to review the docking process in order to assure they are using right amount of moisture on patient interface. No transplantation of flap occurred per customer.

Manufacturer narrative:
The clinical application specialist (cas) reviewed the appropriate docking protocols with the surgeon and staff. The company service representative examined the system and was unable to confirm or replicate the reported event. The system was then tested and met all product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported that when lifting the flap created by the femtosecond laser, the flap marks were almost completely absence on the patient's cornea. The flap was made using corneal scissors to complete. Additional information has been requested.